Event description:
Patient with 18fr silicone temp sensing foley in situ from 1705-2300. Upon return from the operating room, the bedside rn noted urine leaking from the bottom of the bag. Noted tape on bag from the operating room at area of leak. Foley removed and replaced.